Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00159. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 days. Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2017 to (B)(6) 2017. There were no atypical alarms and the log file appeared to show the system operating as intended for the duration of the log file. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient¿s log file were submitted for review due to their system controller receiving low flow alarms due to intentional pump stop. The patient also reported elevated lactate dehydrogenase (ldh) and hematuria. The patient was asymptomatic.the manufacturer¿s technical services representative reviewed the submitted log file and reported intentional pump stop made on (B)(6) 2017 at 16:10 16 was observed, however no other events seen within the log file. Additional information was requested, but was not provided. It was reported that the patient¿s lactate dehydrogenase (ldh) at the time of the event was 2453 u/l. The patient¿s elevated ldh was reported to be related to shock liver and liver failure, not pump related. The patient is stable and no further information will be provided.

Manufacturer narrative:
Patient age updated.